Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to this reported event.

Event description:
Atherectomy was performed on the popliteal/tibial peroneal trunk. A 3mm filter was used. The filter wire lumen separated leaving the silverhawk nose cone on the filter's wire. The wire prolapsed and then knotted, so the silverhawk was not able to slide past the knot in the wire. When more force was exerted on the silverhawk for removal, the nose cone stayed on the wire and the catheter came out of the pt. Several snares were tried, but it was necessary to remove the sheath and wire together to get the "tangle" out of the pt. The physician used a new sheath and rewired the vessel in order to perform the thrombolysis/thrombectomy. The pt had a synthetic bypass graft (fem/pop) the added procedure time was a potential cause. The final angiogram looked quite good.